Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 18 years and 11 months post implant of this aortic bioprosthetic valved conduit, a transcatheter valve was implanted valve-in-valve due to congestive heart failure (chf) as a result of severe insufficiency of the valved conduit. No additional adverse patient effects were reported.